Event description:
Additional information was received. The patient was saw in the operating room for impella 5.5 insertion. According to the nurse the patient did have a stroke from the original impella cp/extracorporeal membrane oxygenation situation. The patient now has left sided weakness.

Manufacturer narrative:
The pump was discarded. B5 additional information was received. H6 health effect - clinical code was added due to information received.

Manufacturer narrative:
Updated information: d6b explant date updated.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name danvers removed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleeding at the access site was use related since during ambulance transport, patient moved and pulled left femoral impella, causing groin bleeding. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d. The patient was transferred from queens hospital to cornell hospital, and clinical rounds were completed a few hours following arrival. Per the intensive care unit (ICU) team, during ambulance transport the patient moved and partially displaced the left femoral impella, resulting in groin bleeding. The patient arrived to the cardiothoracic intensive care unit (cticu) with blood present on the sheets and hypotension, requiring blood transfusion. Following arrival, the patient required peripheral veno-arterial extracorporeal membrane oxygenation (va-ECMO) for additional hemodynamic support. The impella cp was re-secured in the left groin using sutures and tape. At the time of rounds, no active groin bleeding was noted, and per the clinical team, the patient was continuing to be stabilized. The patient survived to impella cp explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.